Event description:
Information was received from a health care professional regarding a patient who was receiving morphine (concentration 10 mg/ml, dose 1.684 mg/day) via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. An alarm was heard and confirmed by telemetry. The patient came to the office because the pump was alarming critically due to low battery reset, reset and safe state. The logs showed that these occurred on (B)(6) 2017. There were no symptoms reported. The health care professional was to followup with the managing health care professional and contact him for pump replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare professional (hcp) on 2017-jan-05 reported on (B)(6) 2017 patient reported "beeping pump, increased pain, nausea, and the shakes/chills." It was noted the pump was programmed to minimum rate. It was noted that the low battery reset had been resolved. Patient had the 40ml pump replacement on (B)(6) 2017. It was later reported on (B)(6) 2017 the cause of the reset/low battery with pump in safe state was due to end of battery life. New intrathecal pump was place on (B)(6) 2017.